Event description:
It was reported that during the implant attempt the helix on the right atrial (ra) lead would not retract once the lead was in the body. Upon fluoroscopy, the helix appeared to be extended and bent at the distal tip. The physician was unable to extend or retract the helix successfully. The lead was not implanted and a second ra lead was used. The physician had difficulty placing the second lead due to a persistent left vena cava. The patient experienced diaphragmatic stimulation throughout the night and the physician attempted to reposition the lead the following day. During repositioning, the physician determined a longer lead was needed in order to achieve placement in an ideal location of the heart due to the patient's peculiar anatomy. The lead was explanted and a third lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The proximal conductor was stretched. The inner insulation was kinked/buckled and pulled apart (overstress). The inner tubing was kinked/buckled. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis revealed the lead was damaged at implant. The lead was returned with the distal conductor distorted within the connector. Therefore, the helix tests could not be performed at this time.